Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black and had no power. A field service engineer (fse) worked with customer to get power back on device. Half height (hh) main drawer 5 was disconnected and entire device came back up. After further troubleshooting the fse found a bad drawer controller in drawer 3.1 was bringing down the station. After drawer controller was replaced, all functions returned to normal. After that the fse ran hardware test application (hta) successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen was completely black and did not power on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.